Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implant operation, the doctor found the lead couldn't be positioned in the target vessel because of transformed vessel. To ensure the smooth operation, the doctor changed the lead and finally the lead was positioned in the right place. No patient complications have been reported as a result of this event.